Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated that an infection occurred at the sensor insertion site on the right upper buttocks. The infection began two days after the sensor was removed. A red spot became swollen and oozed pus. On (B)(6) 2018 a doctor prescribed mupirocin antibiotic ointment and amoxicillin. At the time of contact, it was indicated that the site was no longer infected, however the reaction had left a small scar. No additional event or patient information is available.